Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
Same case (B)(4). Promus premier china registry. It was reported that the patient experienced unstable angina pectoris. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) extending up to distal lad with 90% stenosis and was 76 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus premier stent system overlapped with 3.50 mm x 38 mm synergy stent systems. Following post-dilation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized for further treatment. At the time of the event, the subject was on aspirin. Medical balloon dilatation and target vessel revascularization were performed, and medication was given to treat the event. Nine days later, the event was considered to be recovered/resolved, and the subject was discharged.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that the patient experienced unstable angina pectoris. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) extending up to distal lad with 90% stenosis and was 76 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus premier stent system overlapped with 3.50 mm x 38 mm synergy stent systems. Following post-dilation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized for further treatment. At the time of the event, the subject was on aspirin. Medical balloon dilatation and target vessel revascularization were performed, and medication was given to treat the event. Nine days later, the event was considered to be recovered/resolved, and the subject was discharged. It was further reported that seven days after hospital admission in (B)(6) 2023, the subject was referred for coronary angiography which revealed 90% stenosis noted in middle left anterior descending (lad) artery which had previously placed study device. The restenosis was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 0%. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.